Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corrosion on coupler unit was traced to component failure, however the most probable cause of the malfunction deposit on button could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on coupler unit, and deposit on button. There was no patient involvement.